Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that during a procedure on (B)(6) 2022, the cement hardened immediately at the instrument table after mixing, therefore it had to be placed in the reservoir. There was no patient harm. The surgery was completed successfully with no delay. No further information is available. This report involves one confidence spinal cement system confidence kit spinal cement system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the confidence kit, no needles has no significant defect on it. The kit has traces of usage. No dimensional inspection was performed as it is not applicable for the complaint condition. Retain test was performed for the cement lot number: 3639596. "This complaint states: ¿during mixing bone cement, the structure was solid very quickly. There was no possibilities to use it¿ exotherm testing (tm-t077) to determine the exothermic setting time was carried out on retained samples for this lot. All testing met the required specification. The men exothermic setting time for confidence bone cement was calculated to be 14m 18s. The control specification range for the exothermic setting time of confidence bone cement is 12m 00s to 24m 00s. The retained sample cement was determined to be the expected consistency when mixing and the liquid and powder were completely incorporated when mixed. No lumps were observed in the retained sample tested. A definitive root cause for the cements premature setting time was not able to be determined at this time." As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the 283913000. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Lot number available belongs to cement only, not to the kit, device history review was performed to the cement. Part # 183901001; lot # 3639596; manufactured date: 18 feb 2022. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.